Manufacturer narrative:
Following information gathered, the power supply cable for the indigo module (intuitive drive assist) was damaged. The insulation was broken with black marks visible. There was no patient involved. No injury was reported. The indigo power supply cable was replaced and the bed's proper functionality was confirmed during testing. The investigation performed by the manufacturer revealed that the damage is a result of the inner wire deterioration due to stress applied during up and down movements of the bed. Corrective and preventive action (CAPA) has been commenced to address the issue and prevent it from reoccurring. Actions taken in the course of the CAPA ensure that newly manufactured devices will be free of the recognized failure mode and the affected devices will be corrected effectively. On 19 may 2021, the field safety corrective action (fsca, internal number fsn-poz-001-2021, submitted to FDA under no. 3007420694-05/24/21-001-c) has been commenced to all arjo customers owning the bed equipped with indigo module. The instructions for use for the enterprise 8000x (746-585) include the following warnings: ¿disconnect the bed from the electricity supply before starting any cleaning and maintenance activity.¿ ¿do not allow the mains plug or power supply cord to get wet.¿ as per the preventive maintenance section of the instructions for use for indigo (416260), the indigo cables should be examined for cuts, abrasions, kinks or other deterioration. When any malfunction is noticed, the device should be immediately withdrawn from use until the service is performed. To sum up, the complaint was decided to be reportable due to the power supply cable malfunction (damaged insulation with black marks visible). This component was found to be defective and from that perspective, the device did not meet performance specifications. The bed was not in use with the patient when the malfunction was observed.

Manufacturer narrative:
The process of gathering information is ongoing. The results of the analysis will be provided to the follow-up report.

Event description:
Following information gathered, indigo power supply cable was damaged. The insolation was broken with black marks visible. There was no indication regarding patient involvement. No injury was reported.